Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient indicated they felt shocking with their therapy on, so the patient has not used their device since the shocking. The hcp had no additional information regarding the event. No further complications were reported or anticipated. Indication for use is unknown.